Event description:
This lead was attempted at implant several times on (B)(6) 2013. Physician decided to use another lead. The physician is dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).